Event description:
The adhesive cream seems went down to the throat, feels adhesive cream is stuck in his throat [medication stuck in throat]. He continuously feels something around his throat. [Throat discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number asku, expiry date unknown) for drug use for unknown indication. On (B)(6) 2023, the patient started polident denture adhesive cream. On (B)(6) 2023, less than a day after starting polident denture adhesive cream, the patient experienced medication stuck in throat (serious criteria haleon medically significant) and throat discomfort. The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the medication stuck in throat and throat discomfort were unknown. The reporter considered the medication stuck in throat to be related to polident denture adhesive cream. It was unknown if the reporter considered the throat discomfort to be related to polident denture adhesive cream. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received by consumer via call center representative (phone) on (B)(6) 2023. The consumer reported, "a male consumer purchased polident denture adhesive cream 2 days ago for the first time and used it yesterday and today. The pharmacy told him to use the product as bean size. However, since it was his first time to use the product, he could not control the amount of the product. When he was using the product for the first time yesterday, he squeezed a lot as if he squeezes toothpaste. While he was gargling after brushing his teeth, the adhesive cream seems went down to the throat. So he continuously feels something around his throat. He controlled the amount of the product well today when he used the product. However, he still feels adhesive cream is stuck in his throat which was felt yesterday. He still feels the adhesive cream is stuck in his throat and feels it does not go down."

Manufacturer narrative:
Argus case: (B)(4).